Event description:
Hcp reported the patient presented for a refill in 2004. A new medication was added into the pump. Following the refill there was puffiness around the pump site. A dye study was performed. The pt was later found unresponsive in a parking lot. The pt was admitted to the intensive care unit. The pump turned off. While hospitalized the pt was treated with oral supplements. There are plans to explant the pump, no surgery is scheduled to date. The pt is reported to be doing better now.